Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that while she was at her physician's office, she performed blood glucose testing on her contour next one meter and obtained a reading of 95 mg/dl (approximately 5.3 mmol/l) at 11:45 a.m. A repeat testing was performed with the physician's meter, which had units of measurement in mmol/l and gave a reading of 14.2 mmol/l at 11:47 a.m. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9fpeg05c for evaluation. An in-house testing was performed using the returned meter with returned test strips, which gave satisfactory performance. Section d4 of the initial report indicated lot # of the affected test strips as 9fpe605c. The correct lot # is 9fpeg05c. Section d4 has been updated with this information.